Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software. The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a loss of communication issue. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.